Event description:
It was reported that the device¿s charging pad did not function, with no indicator lights and failure to charge despite attempts with different wall outlets and verification of connections; a replacement charging pad was provided after troubleshooting and education. Symptoms included no clinical effects. Outcomes included no alerts, alarms, or impact to blood glucose. Investigation included customer care troubleshooting and verification of setup. Investigation of this case revealed a suspected malfunction of the external charging accessory, consistent with a nonfunctional charger. It was concluded, based on previously established findings for similar reports, that the cause was likely product malfunction of the charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.